Event description:
During a tendon fasciotomy procedure, it was reported the electrode appeared to be missing from the tip of two topaz wands. A c-arm was used to visualize the surgical site and a black dot was seen in the patient's foot. It is not known if the electrodes were left in the patient. There was no reported injury to the patient.

Manufacturer narrative:
The date of event is an approximate date which was provided as occurring in (B)(6) 2010. This event was originally reported under MDR 2951580-2010-00085 and it was reported one device was used. Two devices were returned for investigation. The initial reporter confirmed on (B)(4) 2010 that two devices were used in the procedure. A visual inspection of the device was performed: the electrode screen showed extensive wear at the distal tip of the wand. The electrode and spacer were missing from the distal tip of the wand. The return (shaft of wand) was bent. The saline sheath of the wand was damaged. A functional test of the device was performed. The device was not able to fire in saline and was found to be returned in a nonfunctional condition. The saline line was found to be functional through the damaged sheath. The lot number of the device was not provided, therefore, a lot history record review could not be performed. The root cause of the product problem was found to be due excessive use and misuse of the device which resulted in the product failure. See MDR 2951580-2010-00085 for results of the investigation for the second device used in the same procedure.